Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip locked onto tissue; however, it would not detach from the catheter. Eventually, the clip was able to be released from the catheter after rotating the catheter for several minutes. Reportedly, they removed the duodenoscope that was used for the first device and grabbed a gastroscope for the second resolution 360 clip device. The second clip closed on the site but would not detach from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.